Manufacturer narrative:
The device was returned and the reported failure was not confirmed. The customer and sales representative reported color substitution - however, a separate issue (abnormal color tint) was found instead. Some scratches were found during visual inspection of the camera head, the soaker cap do not have any physical damage. S/n on the camera is intact and legible. This failure mode is historically recreated by discharging esd into the camera heads at the keypad, and is related to poor grounding in the camera heads. The unit was disassembled and inspected to ensure all manufacturing procedures were followed, including anodization removal and application of copper tape on the interior of the rear enclosure. The unit was manufactured to specifications. The probable root cause is the level of grounding on the camera head. The product was returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the color changes.

Event description:
It was reported that the color changes.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.